Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a device change out due to elective replacement indicator (eri), the right ventricular lead exhibited several non-sustained right ventricular oversensing episodes, which were short noise. Programming changes were made previously to deactivate pacing and made again to reactivate pacing. The lead remains implanted. The patient was stable and will continue to be monitored.